Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion that the iab could not be inserted through the sheath. A new iab was inserted successfully. There was no reported injury to the patient.

Manufacturer narrative:
Dealer: name -(B)(6). Device evaluation: the product was returned with the membrane completely folded and blood found on the exterior of the catheter. The one-way valve was also returned. The sheath was not returned for evaluation. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. We are unable to confirm the reported difficult/unable to insert iab through sheath because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion that the iab could not be inserted through the sheath. A new iab was inserted successfully. There was no reported injury to the patient.